Event description:
Litigation alleges patient had pain, elevated levels of cobalt and chromium metal ions and difficulty walking and sleeping after asr hip implant.

Event description:
Litigation alleges patient had pain, elevated levels of cobalt and chromium metal ions and difficulty walking and sleeping after asr hip implant. Update: (B)(6) 2012- plaintiff#146;s preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address elevated cocr levels.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This is a duplicate report of 1818910 - 2012 - 26417. This report, 1818910 - 2012 - 70862, will be kept for investigation purposes. A seperate follow-up will be submitted to reject 1818910 - 2012 - 26417.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.